Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the cannula did not insert properly, however, the customer never checked the pod site, and used the pod site more than once. The customer's blood glucose was 400 mg/dl when he work up so she took him to the hospital. No details on treatment were provided. The mother does not believe that this was a pod issue and stated that she believed it was an oversight on the customer's part.